Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify which of the three devices had the product issues you reported. Did all three of the devices have all of the issues reported? - only one er320 device was used during the surgery. (We were told there were 3 devices involved, however it was 1). Please clarify what is meant by "clips were seen to open again." The clips were used as disposable. (That was a communication error between the sales rep. And us. He meant the clips were freshly opened and never used before) did the clips not hold on the vessels? Did the clips fall off of the vessels? The clips fell through the body cavity. The clips were crooked and cross on the vessel. Please clarify what is meant by "clip appliers went on after the surgery." Some clips were fired correctly, however they were crooked. And this resulted in leakage in the gallbladder. What happened with the device or devices after the surgery? They are being sent to the office. (We have not received any product yet, once we do, we¿ll send them asap) was there any patient consequences after the surgery as a result of the product issues(s)? Due to gallbladder leakage, ercp procure was done. Did issue result in change of procedure or alteration in post-op patient care? The patient¿s health was followed in ICU. (The patient is okay now).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, cross and bended clips were fired over cystic artery and cystic duct. Also it was seen that clips fell from the jaws. After clipping, clips were seen to open again and clip appliers went on after the surgery. Case completed with another device of the same product code. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: your response to the additional information questions indicated that an ercp procedure was performed and that the patient was placed in ICU. Is the ercp procedure a normal practice of the surgeon for this type procedure or was the ercp procedure performed as a result of the complications with the device? - yes, due to the biliary leakage, ercp procedure was performed. Biliary leakage was established on where the clip was placed during ercp. Was a stent placed with the ercp? ¿ yes, it was. Please clarify the reason why the patient was placed in ICU?- the patient was placed in ICU for observation.